Manufacturer narrative:
(B)(4). The recipient reportedly did not experience a skin flap infection. The recipient's edema and cyst were resolved after the device was explanted. This is the final report.

Event description:
The recipient reportedly experienced edema and cyst at the implant site. In (B)(6) of 2012, the recipient underwent a procedure to drain the cyst and remove the inflammatory tissue. In (B)(6) of 2012, the issue reoccurred with pain at palpation. The recipient was treated with vancomycin, ceftriaxone and prednisone, however, the issue was not resolved. The recipient's device was explanted. The recipient's issue was resolved. On (B)(6) 2014, the recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). Additional information: outcomes attributed to adverse events and device available for evaluation? Correction: date of event. The recipient reportedly experienced a skin flap infection. On (B)(6) 2012, the recipient underwent a procedure to drain the cyst and remove the inflammatory tissue. The recipient was recommended non use of the device for ten days. The recipient was hospitalized and treated with vancomycin and ceftriaxone from (B)(6) 2012. The recipient's infection has resolved. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.